Event description:
The customer was admitted to the hosp for chest pains, high blood glucose levels and diabetic ketoacidosis. Troubleshooting was performed and the pump appeared to be opearting normally.